Event description:
It was reported that the device had something loose inside. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had something loose inside. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of ¿loose screw inside¿ was confirmed. Pcu device was disassembled, and a loose screw was revealed inside the device. On 08-nov-2024, pcu device was received unboxed and with paperwork. External investigation confirmed the reported problem. Internal investigation revealed a loose screw inside the pcu device. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center to extract loose screw & retorque all screws to correct values. Failure investigation report attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.